Event description:
It was reported by the hospital that the physician experienced a device malfunction involving the aortic punch. The punch allegedly became stuck during use. Additional info regarding the alleged event was requested. The nurse manager replied there were no intervention measures required by the physician and there were no pt complications as a result of the reported malfunction. The punch was returned to the manufacturer for analysis. No additional info is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.